Event description:
It was reported that the patient underwent spinal surgical procedure at l3-5. One month post-op the patient underwent a revision surgery due to a pedicle fracture at l5 that resulted in the bone screw loosening. The l5 screw was removed and replaced. The patient reported having pain prior to the revision. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).